Event description:
Synthes (B)(6) service and repair reported: the 511.701 (compact air drive ii) runs on and has a sticky trigger. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes anspach. Report received indicates the reporters complaint of a sticky trigger was confirmed. The compact air drive was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. (B)(4)

Manufacturer narrative:
This device used for treatment and not diagnosis. The lot number cannot be verified as a synthes lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(6).